Event description:
It was reported the system failed to boot up. No report of pt injury.

Manufacturer narrative:
A ge service representative provided phone support for the customer. Several fuses were replaced by the customer following the conversation. Per the customer, the system was then found to be operating as intended.